Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked, no flow - 5fu. Chemotherapy on 2 days. The diffuser plugged 14.07 / 15 (day 1). Patient returns for its j2 on (B)(6) 2015. The diffuser is always filled.

Manufacturer narrative:
(B)(4). The investigation into the reported event is ongoing at this time. A follow-up report will be provided when the inspection results are available.